Event description:
An infection was reported with no specific patient symptoms. The patient's pump was refilled with dilaudid in '08. The drug sample was tested per hospital protocol. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.